Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility reported 1.5 hours into treatment, an air defector alarm sounded. The pt was disconnected and the nurse was unable to rinse back the pt's blood. Estimated blood loss was 200cc. The pt had no adverse effects and no medical intervention was required. The pt refused to complete treatment with a new set up. The reporting tech indicated she believed the reported issue was an operator error problem and not a machine issue.

Manufacturer narrative:
No parts were returned therefore an evaluation could not be performed. The issue of level detector alarm was not duplicated and the machine was returned to service and no repairs were performed. Additionally, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. The device history report (DHR) review confirmed the labeling, material, and process controls were within spec.